Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that about a month ago, the patient had an MRI of the shoulders. The patient stated they were told they should be fine and did not put their device in MRI mode. Since then, they had been having some problems with symptoms. They went to turn stimulation up the other day and it said it was at the highest setting 5.9, so the patient took it all the way down and now it was at 0.1. The patient was on program 3 at 5.9 maybe 5 days ago and decided to decrease it because they had not had any issues in a while. The patient tried to increase stimulation today from 0.1 and was getting a message that the system was operating at maximum settings and therapy could not be increased. The issue was not resolved through troubleshooting. The patient stated they had not had any hard falls or accidents. They were redirected to their healthcare provider to further address the issue.